Event description:
It was reported that during a revision procedure, the set screw of this subcutaneous implantable cardioverter defibrillator (s-ICD) was loosened to allow removal of the electrode connector pin. When the new electrode was inserted in the s-ICD header, the physician was unable to tighten the set screw with the torque wrench. After applying sterile mineral oil and multiple attempts, the physician was able to tighten the screw and secure the lead. No adverse patient effects were reported.

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a revision procedure, the set screw of this subcutaneous implantable cardioverter defibrillator (s-ICD) was loosened to allow removal of the electrode connector pin. When the new electrode was inserted in the s-ICD header, the physician was unable to tighten the set screw with the torque wrench. After applying sterile mineral oil and multiple attempts, the physician was able to tighten the screw and secure the lead. No adverse patient effects were reported.